Event description:
It was reported that the patient's lead was fractured and experienced ineffective therapy as a result. This was confirmed via x-ray. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, microscopic inspection revealed all broken wires in the lead stim segment that would cause high impedances and inadequate therapy. The cause of the breakage in unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.